Event description:
It was reported that the device was used during a radical prostatectomy. It was reported by the affiliate that the surgeon went to use the atw35 instrument to dissect tissue and vessels, and it did not fire. The device was checked, a new reload was introduced, and the same result occurred. This was repeated(2) more times including an instance where the scrub nurse attempted to fire the instrument into a piece of guaze. Each occasion the instrument was fired, there was no incidence of staples being fired, or tissue being cut by the blade. The case was completed by using another competitors instrument. There was no consequence to the pt.